Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, while the patient was in the hospital, it was noted in the event history that the patient experienced low flow alarms. The patient reported a nose bleed the previous evening. His hemolyzing studies were stable. His hemoglobin and blood pressure were stable. Heparin was administered due to his inr which was 1.5. The manufacturer¿s technical service reviewed the event history and confirmed the low flow alarms. Increased power and low speed alarms were also noted. The alarms appeared to occur while the patient was connected to the power module. On (B)(6) 2014, the manufacturer¿s technical service technician evaluated the patient¿s driveline. Continuity testing did not reveal any broken wires. The hospital¿s vad team made a decision to replace the entire driveline up to the exit site. The entire driveline up to the exit site was repaired. During the repair, it was noted that the shielding had separated near the exit site. The repair was successful and there were no further alarms after the repair. X-rays were taken and reviewed, and there were no areas of concern. On (B)(6) 2014, the patient began experiencing red heart alarms and pump stops while connected to the power module patient cable; however, he did not experience any issues while on battery power. As a result, the patient was placed on an ungrounded patient cable. No further events were reported.

Manufacturer narrative:
Approximately 24¿ of the external portion/distal end of the percutaneous lead was returned to the manufacturer for further evaluation. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage though each wire's insulation. The test did not reveal any leaks that would have resulted in an electrical short. As initially reported, the patient continued to experience alarms and pump stops. The patient remained ongoing on vad support with this pump until it was exchanged on (B)(6) 2015 (reference MFR. Report # 2916596-2015-00245). The pump was returned and evaluated under MFR. Report # 2916596-2015-00245. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Upon return of the pump, the percutaneous lead was tested for electrical continuity in the condition that it was received and the test did not reveal any discontinuities or shorts. However, visual inspection of the percutaneous lead revealed a breach to the insulation of the black, green, and yellow wires adjacent to the metal nipple of the pump housing, exposing the inner conductors. This observed wire damage appeared to be the result of abrasion against the braided shield. Minor abrasions to the remaining wires were also noted, but the remainder of the percutaneous lead appeared otherwise unremarkable. The evaluation could not conclusively determine when the wires became damaged, but if the exposed conductors of the black, green, or yellow wires were exposed at the time of the event and contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported alarm events that were confirmed through the evaluation of the submitted system controller log file. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on tethered support or on battery power. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.